Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The issue was replicated by installing the camera, clutching instrument clutch and rotating the camera 180 degrees. The customer confirmed the possibility that this could be the cause of the issue, but the exact events were not recalled at the time. A different endoscope was used to test the issue, but the fse informed the customer that all 30 degree endoscopes will behave the same, customer mentioned they will test this on the reported endoscope by themselves. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to improper customer setup. Based on fse field evaluation, the system issue was due to a unproper endoscope orientation setup. It can be resolved by reseating the endoscope and ensure the orientation is at the correct position.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the 30-degree scope was installed, but its orientation was inverted, showing 30-degrees down instead of up. Before calling for assistance, attempts were made to reinstall the scope a couple of times, but the image orientation remained opposite. The issue was resolved after undocking and redocking the camera and camera arm. The procedure was completing as planned with no reported injury.